Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.0; lab: 4.0; inratio: 3.0; lab: 3.5. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.